Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through letter.

Event description:
Distributor reported an issue with this freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction.